Event description:
The customer received questionable results for vancomycin (vanc) on one patient sample. The initial result was 7.4 ug/ml, and was reported outside of the laboratory. The trough result was questioned by the provider. The sample was repeated and generated a repeat result of 19.7 ug/ml. The repeat result was deemed to be the correct result. There was no adverse event. The lot of vanc reagent in use was 68237101, with an expiration date of 01/31/2014. The field service representative could not determine a cause. He reviewed data provided by the customer. He checked the analyzer and no problems were identified. An instrument check was also performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided was evaluated and a reagent issue could be excluded. Possible root causes for the issue are patient mis-identification, foam on the sample or fibrin in the sample.